Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that she had been having issues with her insulin pump since december. The blood glucose reading was 440 mg/dl, which lowered to 388 mg/dl, and the most recent reading was 444 mg/dl. The customer stated that her doctor stated that the insulin pump smelled as though it was burnt and smelled of insulin as well. She observed a burnt discoloration next to the sticker on the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.